Event description:
Per the field clinical specialist (fcs), approximately 2 year 3 months post implant of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the valve seems to have migrated ventricular now causing mod/severe paravalvular leak (pvl). A valve in valve procedure was performed with a 29mm sapien 3 valve and placed 80/20 (ao/lv) relative to the native annulus with a good result. The original valve was implanted in the 60/40 (ao/lv) position with no pvl. Per medical records review, approximately 2 years 1 month post tavr echo showed a decline in ef from 55% to 39% from echo 2 months prior to tavr. Valve appears well seated with moderate to severe pvl (ava 1.88 cm2, mg 9 mmhg, vmax 191 cm/s). The patient is not overtly symptomatic and admits being relatively inactive and 'does not do a lot'.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (pvl and migration caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 year 3 months post implant of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the valve seems to have migrated ventricular now causing moderate/severe paravalvular leak (pvl). A valve in valve procedure was performed with a 29mm sapien 3 valve and placed 80:20 aortic/ventricular (a/v) relative to the native annulus with a good result. The original valve was implanted in the 60:40 a/v position with no pvl.

Manufacturer narrative:
Investigation is still ongoing.